Manufacturer narrative:
Visual inspection of the device showed the irrigation extension tubing was found to be detached/separated from the luer fitting at the adhesive joint. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was used in a peaf procedure. However during ablation of the left atrium, the radiofrequency generator was suddenly stopped. The physician checked the catheter and found that the irrigation tubing was broken. The catheter was exchanged and the procedure was completed.

Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was used in a peaf procedure. However during ablation of the left atrium, the radiofrequency generator was suddenly stopped. The physician checked the catheter and found that the irrigation tubing was broken. The catheter was exchanged and the procedure was completed.